Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received on 16-feb-2010 from a consumer, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local (B) (4). This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) therapy and developed granulomas and depressions on her face. No additional treatment details were reported. There were many granulomas and depressions on her face and she stated that her face suddenly seems "aged." Relevant medical history and concomitant medication information are unknown. Action taken/corrective treatment/outcome- unknown. A ptc (pharmaceutical technical complaint) was initiated: local ptc (B) (4); global ptc (B) (4).